Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to an atrial driven episode with rapid ventricular response (rvr). Additionally, pacemaker mediated tachycardia (pmt) episodes were found to be stored within this device. Boston scientific technical services (ts) confirmed these were pmt driven by the atrium. No additional adverse patient effects were reported. At this time, this device remains in service.